Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a spine procedure, the bur broke at the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur broke as a result of issues with the associated attachment. The tip bearing on the attachment was shattered. As the bearing has shattered it would restrict rotation of the bur, localised heat and wear as a result of this would cause the bur to break. The quality investigation is complete.

Event description:
It was reported that during a spine procedure, the bur broke at the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.